Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was coming out sideways. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) - jaw misaligned. Additional information was requested and the following was obtained from the account contact: after speaking to surgeon, I learned that the surgeon may have put extra pressure on the back of clip while pressing on the vessel. Unsure about cholangiogram. Not fired on another clip. Unsure of which firing. The analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 10 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.